Event description:
It was reported to boston scientific via a journal article that since july 2023, water vapor therapy (rezum) was introduced to kamitsuga general hospital and has been implemented in 28 cases. The patients median age was 78 years. There were 11 patients who took anticoagulants and antiplatelet drugs, and 17 patients had cognitive dysfunction. The median prostate volume was 67 ml (39-148 ml), and half of the patients were originally placed in a balloon. Of the 14 patients with pre-existing balloon placement, 13 successfully had the balloon removed. Among the nine patients treated without prior balloon placement, all showed improvements in urinary flow. The complications were presents in only 6 patients: urinary retention (3), hematuria (2), and balloon obstruction (1). One hematuria case required emergency endoscopic hemostasis. The treatment has demonstrated potential as a minimally invasive and effective option for benign prostatic hyperplasia, particularly for patients who may not be candidates for conventional therapies.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of manufacturing documentation was not performed as the lot/batch number for this component was not provided. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The symptoms experienced by the patient are listed in the IFU warning of potential outcomes. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. B3. Date of event the exact date of the event is unknown, estimated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via a journal article that since july 2023, water vapor therapy (rezum) was introduced to kamitsuga general hospital and has been implemented in 28 cases. The patients median age was 78 years. There were 11 patients who took anticoagulants and antiplatelet drugs, and 17 patients had cognitive dysfunction. The median prostate volume was 67 ml (39-148 ml), and half of the patients were originally placed in a balloon. Of the 14 patients with pre-existing balloon placement, 13 successfully had the balloon removed. Among the nine patients treated without prior balloon placement, all showed improvements in urinary flow. The complications were presents in only 6 patients: urinary retention (3), hematuria (2), and balloon obstruction (1). One hematuria case required emergency endoscopic hemostasis. The treatment has demonstrated potential as a minimally invasive and effective option for benign prostatic hyperplasia, particularly for patients who may not be candidates for conventional therapies.